Event description:
The patient received an scs system which included an ipg and two percutaneous leads. It was reported on (B)(6) 2007 that following a car accident, the patient was not receiving optimal stimulation from her system. It was reported the physician suspected that one lead was fractured and replaced the system. The suspect lead (lot not documented) was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Conclusion: the lead was returned incomplete and could not be functionally tested. There were no fractures noted in the portion that was returned. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.